Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient fell on their implant on (B)(6) 2017. The patient was concerned about turning therapy on without having someone check the implant first. The patient has an appointment with their hcp on (B)(6) 2017. No symptoms or further complications were reported.